Event description:
It was reported that the patient presented for a routine device check and the device was unable to be interrogated as there was no device output. The device remains implanted, and the patient is being assessed to see if replacement is necessary by use of a holter monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented for a routine device check and the device was unable to be interrogated as there was no device output. The patient was assessed by use of a holter monitor to see if replacement was necessary. It was later reported that the device was removed. No patient complications have been reported as a result of this event.